Event description:
It was reported that patients ipg had migrated. During an ipg replacement procedure, it was found that the patient had an infection at the pocket site. The patient was placed on antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. It was noted that the patients infection was related to uncontrolled diabetes mellitus (dm). Additional information was received that the patient was doing well and will continue to be seen weekly for dressing.

Event description:
It was reported that patients ipg had migrated. During the ipg replacement procedure, it was found that the patient had an infection at the pocket site. The patient was placed on antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. It was noted that the patients infection was related to uncontrolled diabetes mellitus (dm).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), and batch: (B)(6).